Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump unexpectedly shut off at 100% battery charge and became unresponsive. The pump was connected to a power source but the pump remained off. There was no patient involvement as the customer was not using the pump at the time of the reported event. It was confirmed that the customer had alternate insulin therapy available.